Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink icp monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the customer's indication of error is not confirmed. The monitor is working perfectly and does not indicate any sensor detection errors. (Pm required and conducted). Root cause - the investigation could not confirm the complaint for the cerelink monitor. The customer's indication of error is not confirmed. The monitor is working perfectly and does not indicate any sensor detection errors.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2025-00181, 3006697299-2025-00085. A facility reported a cerelink sensor failure. Sensor was removed and replaced. Cerelink monitor (ID: 826820) was connected to the sensor.